Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported the infusion device is not delivering insulin properly. Patient stated while using the infusion device her blood glucose level remained elevated; exact reading was not provided. Patient reported that bolusing did not lower her blood glucose level so she began using syringes; was able to lower her blood glucose level using insulin injected via a syringe. Patient stated she is currently on her backup infusion device using the same accessories and her blood glucose level has remained normal while on the backup device. Patient's normal blood glucose range is 100-150 mg/dl. Patient reported she had been receiving elevated blood glucose readings for 2 weeks. Patient no longer has the cartridge or infusion set. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device and adapter for evaluation.